Event description:
The reporter stated the surgeon implanted a 12.1 mm micl12.1 implantable collamer lens in the patient's right eye (od) in 2009. The patient was experiencing pressure in her eye and the surgeon performed another peripheral iridectomy and noticed a cyst behind the ciliary body. The cyst was pushing on the icl, causing pressure. The icl was explanted two weeks later with no patient injury and the surgeon decided not to implant another lens. The reporter stated the surgeon felt the event was not caused by the icl.

Manufacturer narrative:
.